Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with an unspecified 300cc mentor smooth saline breast implant and experienced right-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On 1-mar-2022, the suspected medical device was returned for evaluation. On 11-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the anterior view. Additionally a tear was noted within the crease , measuring approximately 0.8 cm the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-mar-2022, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 445cc allergan breast implants (reference #: srx445, left serial #:(B)(6), right serial #:(B)(6)) on 8-feb-2022. Manufacturer's reference number: (B)(4).